Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties, patient effect, and treatment appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patients heavily calcified and 80% stenosed lesion, resulting in difficulty encountered during advancement. Interaction with the lesion also reportedly contributed to the material separation. The separated portion of the wire was removed from the anatomy. The reported patient effect(s) of embolism / embolus is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary procedures. A cine was received and reviewed: the reviewer concluded that the media does confirm that there is a guide wire tip separation in the anatomy and retrieved back into the guide catheter. With this limited media and information, a probable cause for the event could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report being filed, it was reported that during advancement of the guide wire, resistance was noted. No additional information was provided.

Event description:
It was reported in a research article that the patient presented with chest pain and breathlessness. An coronary angiogram revealed a severe stenosis (80%) in left circumflex artery (lcx) and 90% stenosis in ramus intermedius with heavy calcification. Therefore, angioplasty was planned for lcx and ramus intermedius lesions. Through femoral access the left coronary artery was engaged with 6 fr guide catheter, while a 0.014¿ balanced middle weight (bmw) ptca guidewire (gw) was used to cross the lcx. It was reported that during advancement of the gw resistance was noted. Due to the acute angle and heavy calcification, the bmw gw broke in the lcx and embolized distally. Several attempts were made to remove the separated portion of the gw; however were unsuccessful; therefore, the physician used a non-abbott revascularization device was used to removed the separation portion of the gw. There was no adverse patient sequela. Additional information can be found in the article, "escaping a nightmare: successfully retrieving a fractured guidewire during percutaneous coronary intervention". No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event estimated as 4/2/2024 d4 - the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "escaping a nightmare: successfully retrieving a fractured guidewire during percutaneous coronary intervention".